Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted that the rv capture threshold was greater than 2.5 volts on (B)(6) 2015. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product(s): 5076 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead measured high threshold. The r-waves amplitude also dropped slightly. The lead was explanted and replaced. No patient complications have been reported as a result of this event.